Manufacturer narrative:
(B)(4). Cds/4k rgt b ln: 1h78-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process

Event description:
The customer states that one patient sample from an oncology clinic generated an initial wbc count of 0.698 10e9/l on the cell-dyn 4000 proto 110v analyzer. There were no flags or error messages associated with this value. The result was reported from the lab. The sample retested at 6.53 10e9/l on a cell-dyn 3700 analyzer. There is no impact to patient management reported. The customer did note that wbc issues have been occurring on the cell-dyn 4000 analyzer. A service call was initiated.